Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement procedure using broviac cv catheter, single-lumen, 4.2f. During the procedure, the device was allegedly found leaking. It was further reported that the catheter outer line was peeled apart. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the catheter implanted into the patient in which the outer lumen is noted to be shifted slightly from the joint area. The inner lumen was still intact. Therefore, the investigation is confirmed for the reported device expulsion issue and detachment of device or device component issues. However, it is inconclusive for the reported leak issues as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement procedure using broviac cv catheter, single-lumen, 4.2f. During the procedure, the device was allegedly found leaking. It was further reported that the catheter outer line was peeled apart. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not returned to the manufacturer for evaluation. However, photo was added. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.